Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm¿ voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine and with juvéderm® volux¿. Approximately three and a half months later, the patient experienced ¿some hard lumps along the right jawline 3cm and under the left eye,¿ and had more over the last two weeks. Some days they feel harder than other days. Filler in the lower face is palpable. They are not painful, fluctuance or tenderness. The hcp thinks the patient is having some kind of reaction to filler. Patient was using a led max and replaced it with omnilux. The patient was treated with cetirizine 10mg po bid x 1 week and with prednisone 20mg po daily x 5 days. The hcp will re-evaluate if they need to dissolve. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.